Event description:
It was reported that the lead unipolar impedance was low. It was also reported that several short ventricular high episodes showed very short v-v interval. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.